Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer confirmed the reported problem on site. He discovered a sticky fluid on the ventilator chassis and on several printed circuit boards (pcbs) inside the ventilator. The affected pcbs were replaced and the ventilator was returned for clinical use after passing all tests. The customer disposed of the affected pcbs, they were not returned for investigation. An evaluation of the device logs confirms the reported issue on (B)(6) 2017, date of event is updated accordingly. Liquid on the circuit boards can cause failure/short circuits which might lead to stop of ventilation. Alarms will be generated. The root cause of the reported issue is determined to be unwanted liquid on the ventilator.

Event description:
(B)(4).